Manufacturer narrative:
Added: d3 fluid leak / major bleed: the cause of the introducer bleeding issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 83 year old female undergoing support for acute myocardial infarction with cardiogenic shock (ami/cgs) and a pre support clinical presentation consistent with scai stage d cardiogenic shock underwent attempted impella cp placement via right femoral percutaneous arterial access. The peel away introducer was inserted successfully; however, upon insertion of the companion sheath for single access management, significant bleeding was observed originating from the hemostatic valve and/or peel away sheath. Due to the substantial bleeding, the device was unable to remain in place and was subsequently explanted. The event was associated with bleeding during companion sheath insertion and no allegation or deficiencies were noted by customer. The device was removed due to the bleeding, and the patient ultimately survived without impella related injury.

Manufacturer narrative:
B6. Medical device problem code added.